Event description:
In a literature article, the authors reported a pt who had experienced extreme eye pain since the day following a glaucoma filtration device (gfd) implant procedure. The findings at the six month postoperative examination indicate that the internal tip of the gfd was embedded within the iris. The pt also had cataracts that were not visually significant. Trace anterior chamber inflammation was observed. After an unsuccessful three week trial of medications, the authors concluded that the pt's eye pain was probably caused by the gfd touching a sensory nerve in the iris stroma. A minimally invasive ab interno method procedure was performed to remove the malpositioned gfd; the pt's pain completely resolved. Iris movement caused a deep groove in the iris stroma from contact with the gfd (apparent only after gfd removal). The purpose of the article was to describe a new ab interno technique for removal of iris-embedded shunt. Add'l info was received from the author, who indicated that he did not perform the original gfd procedure and that the event resolved with treatment. There are two medical device reports associated with this event. This report is for the first pt.

Manufacturer narrative:
Eval summary - no sample was returned; therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. Because a sample was not returned, the root cause cannot be determined. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was received on 11/18/2013. Grover, d.s. Fellman, m.a., & fellman, r.l. (2013). New ab interno technique for removal of iris - embedded ex-press shunt and chronic eye pain caused by shunt malpositioning. The journal of the american medical association, 131(10). Doi:10.1001/jamaophthalmol.2013.4274. (B)(4).